Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; the device would not line up appropriately and the surgeon couldn't continue to use the instrument. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. An unknown subject needle was received loaded onto the instrument. No visual abnormalities were noted. A pmv needle was loaded onto the instrument. The needle disengaged from the jaws upon several attempts to toggle it. It was determined that the blade was exposed to excessive force. Product analysis suggests the product was used in a surgical procedure. Replication of the reported condition may be due to exposing the instrument to forces outside of parameters due rough handling of the device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.